Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while connected during use. Nothing unusual was noted about the supplies or set up. The patient ended therapy and discarded the used supplies. The patient was able to perform therapy with no difficulties the following day. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.